Event description:
It was reported that the twist clamp of a minicap transfer set was damaged and leaking even after the clamp was closed. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified broken occluder feet that could have contributed to the reported condition. A clear passage test and integrity of seal surface test were performed with no issues noted. A leak test was performed and a leak was noted. Clamp function test was performed and broken occluder feet were found. The reported condition was verified due to the broken occluder feet. However, the cause of broken occluder feet could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.